Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. [(B)(4)].

Event description:
Medwatch report stated, "tubing of the ivad had a crack/leak located just below the cap/y-site where infusion tubing is connected. Was noticed when rn flushed with saline flush this am. Entire access was then replaced."